Event description:
Related manufacturer reference number: 2017865-2022-22185. New information received noted that the right atrial (ra) lead has been explanted and replaced and that the pacemaker exhibited abnormal pacing impedance measurements. The pacemaker was also explanted and replaced. The patient was in stable condition throughout.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise that was oversensed by the device. The oversensing led to inappropriate automatic mode switch episodes and pacing inhibition. It was also noted that the patient experienced high pacing impedance. No intervention was performed. Patient was in stable condition.